Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump had displayed a downstream occlusion alarm. Functional testing involved sensor testing and the reported issue was unable to be duplicated, the pump was within manufacturing specification for downstream occlusion. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating there was no patient involvement, the issue occurred during routine preventive maintenance.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a downstream occlusion alarm during normal preventive maintenance. No adverse effects were reported.